Manufacturer narrative:
The customer reported that the video went out on the bsm (bedside monitor). The bme (biomedical engineer) reported that the bsm would still make clicking noises when the screen was touched. No patient harm was reported when the issue occurred. The patient was able to be safely monitored from the cns. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced to fix the issue. The repaired device was returned the the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the video went out on the bsm (bedside monitor). The bme (biomedical engineer) reported that the bsm would still make clicking noises when the screen was touched. No patient harm was reported when the issue occurred. The patient was able to be safely monitored from the cns.